Event description:
Follow up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the ipg became inoperable over time. Troubleshooting attempts were unable to provide resolution. As a result, the patient may undergo surgical intervention at a later date.